Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube kit was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure on the evening of (B) (6) 2010, the patient experienced an occlusion in the j-tube. The patient then took the medication madopark q. The next morning, the patient experienced fluctuations and contacted a parkinson's nurse at the hospital. Then, the patient began to take duodopa at the side port of the y connector and periodically rinsed the device. The patient was given an x-ray and the intestinal tube was found to be dislocated and kinked within the stomach. This intestinal tube was removed on (B) (6) 2010 and the procedure was completed with an 80cm endovive two port through the peg jejunal feeding tube device. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). (B) (4) - exchange of j-tube. The complainant was unable to provide the suspect model, catalog number and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube kit was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. The tube was placed on (B)(6), 2009. According to the complainant, post procedure on the evening of (B)(6), 2010, the patient experienced an occlusion in the j-tube. The patient then took the medication madopark q. The next morning, the patient experienced fluctuations and contacted a parkinson's nurse at the hospital. Then, the patient began to take duodopa at the side port of the y connector and periodically rinsed the device. The patient was given an x-ray and the intestinal tube was found to be dislocated and kinked within the stomach. This intestinal tube was removed on (B)(6), 2010 and the procedure was completed with an 80cm endovive two port through the peg jejunal feeding tube device. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received: the tube was placed on (B)(6), 2009, the patient's condition was reported to be stable. Correction to the information: the tube was removed and exchanged on (B)(6), 2010.

Manufacturer narrative:
(B)(4).